Event description:
As reported to customer relations via phone conversation "needle split / broke. It was used a few times when the break was noticed." Lab evaluation complete on: (B)(6) 2022. Visual inspection: stylet returned separately. Thumbscrew of sheath extender returned separately. No damage to thumbscrew observed. Distal end of needle examined and no break of needle observed. Evidence of some unknown material (possibly biological matter) located at notch area of needle. Unknown material removed from notch area which shows no split/break issue with distal end of needle. Distal end of stylet examined an no issue observed. Functional inspection: thumbscrew able to be threaded onto sheath extender without issue. Sheath extender able to advance and retract with no issue. Needle able to advance and retract with no issue. Stylet lined up against needle and appears to be fully intact. File to remain reportable based on customer testimony until further information is obtained.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation as the complaint no longer meets the description of a reportable incident.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot c1887198 of echo-hd-22-ebus-o-c was returned opened in its original packaging. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on 09 june 2022. No defects were observed on the returned device. Distal end of needle examined and no break of needle observed. Needle able to advance and retract with no issue. Thumbscrew of sheath extender returned separately. Thumbscrew able to be threaded onto sheath extender without issue. Clarification was requested as follows: ¿the complaint description states that the needle split/broke. However, when the device was evaluated the distal part of the needle and stylet were examined and as you can see from the photos below there does not seem to be any issue. Can you please share these photos with the user and ask the user for further clarification as to what exactly the complaint issue was? The thumbscrew of the sheath extender was returned separately to the device. Can you please ask why this was the case? Was there some issue encountered with the thumbscrew? The thumbscrew was examined during the lab evaluation and no issue observed it was threaded into the sheath extender and worked as expected reply was received as follows; ¿I am not familiar with any of this.¿ to date no reply has been received after 4 attempts to the above queries or to the standard list of questions. If a reply is received in the future then the file will be updated accordingly. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c1887198 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1887198. The notes section of the instructions for use, ifu0109 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0109). Image review: n/a. Root cause review: n/a. Summary: complaint is not confirmed as the failure could not be verified in the laboratory. No patient outcome information was shared. Complaints of this nature will continue to be monitored for potential emerging trends. As the defect is not confirmed, a risk assessment will not be completed.